Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient may have committed suicide. Nevro attempted to obtain a formal medical assessment regarding the cause of death but none was available.